Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10-may-2018 with the following findings: during investigation, the display was dim with letters having a red hue. The battery compartment was cracked from the case seal to the grip pad. The audio tone alarm was inoperable. The pump was opened to find a cold/cracked solder on the piezo. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, the display was dim, and the audio tone alarm was inoperable. This report is made based on results of investigation completed on 10-may-2018.